Manufacturer narrative:
No anomalies detected by checking the sterilization charts of the components involved thus indicating that the products have been correctly sterilized before being placed on the market. In addition, from the check of the manufacturing charts, no manufacturing anomalies where found on the products placed on the market with the lot#involved. No other complaints received on the lot# involved. We will send a final report once the evaluation will be concluded.

Event description:
Post-op infection and metallosis involving a delta hip prosthesis. Previous surgery performed on (B)(6) 2015, revision surgery on (B)(6) 2018. Event occurred in (B)(6).

Manufacturer narrative:
Very few info reported on this case. According to complaint source it was not possible to obtain the following info (asked by limacorporate): pre-op xrays; patient's clinical history; surgeon's remarks; moreover, explants were disposed of during the revision surgery as per hospital policy. At this stage, limacorporate could only investigate the manufacturing/sterilization charts of the components: delta tt acetabular cup, code 5552.15.520, lot# 1414706, ster# 1500033; liner in cocrmo #m, code 5885.09.040, lot# 1411474, ster# 1400307; mobile liner, code 5566.50.401, lot# 14l0503, ster. 1400292 implanted on (B)(6) 2015, previous surgery's date. No anomalies were detected by checking the sterilization charts of the total number of components involved thus indicating that the overall of the products have been correctly sterilized before being placed on the market. In addition, no manufacturing anomalies were found on the overall of the implants involved. Conclusion: manufacturing/sterilization records were checked and the batches were manufactured/sterilized correctly up to specs and in-line with the relevant checks and tests: no manufacturing/sterilization deviations were reported. Based on this, we cannot classify this event as product-related. Pms data: we are aware of a total of 17 cases of infection involving delta tt cups on a total of (B)(4) delta tt cups (5552.15.xxx) sold ww since 2007. Thus, the revision rate due to infection for delta tt cups is (B)(4). No corrective actions for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Hip revision surgery of a delta prosthesis performed on (B)(6) 2018 due to reported infection and metallosis. Previous surgery was performed on (B)(6) 2015. Event occurred in australia.